Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of severe symptomatic aortic stenosis. During the procedure, a temporary pacing catheter was noted to be placed through the left common femoral vein. The non-abbott guidewire was found to be entangled in the papillary muscle within the small left ventricle (lv) cavity. It was repositioned within the lv with the support of pigtail catheter, freeing it from the papillary muscle. Later, the patient went into a heart block and the rhythm was being supported by the temporary pacing catheter that had been placed at the beginning. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a non-abbott balloon then the valve was placed over the non-abbott guidewire from the right transfemoral artery. At initial attempt, the depth was noted to be too low with asymmetry so it was recaptured once. At the second attempt, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). The ds was removed from the body through arterial vessel and the closure was performed by using two perclose devices. The physician gained venous access via the right internal jugular artery and placed a temporary pacing catheter in the right ventricle to monitor the rhythm overnight and provide pacing support. The temporary pacing catheter initially placed in the femoral vein was removed at this stage to allow for early patient mobilization. On the following morning, it was decided to implant a permanent pacemaker since the patient was dependent on the pacer. The patient's status is stable.

Manufacturer narrative:
An event of heart block was reported. Information from the field indicated that the patient had a prior medical history of severe symptomatic aortic stenosis. The valve was released at the second attempt; the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of severe symptomatic aortic stenosis. The length of the membranous septum was 5.0mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, a temporary pacing catheter was noted to be placed through the left common femoral vein. The non-abbott guidewire was found to be entangled in the papillary muscle within the small left ventricle (lv) cavity. It was repositioned within the lv with the support of pigtail catheter, freeing it from the papillary muscle. Later, the patient went into a heart block and the rhythm was being supported by the temporary pacing catheter that had been placed at the beginning. A pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a non-abbott balloon then the valve was placed over the non-abbott guidewire from the right transfemoral artery. At initial attempt, the depth was noted to be too low with asymmetry so it was recaptured once. At the second attempt, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left-coronary cusp (lcc). The ds was removed from the body through arterial vessel and the closure was performed by using two perclose devices. The physician gained venous access via the right internal jugular artery and placed a temporary pacing catheter in the right ventricle to monitor the rhythm overnight and provide pacing support. The temporary pacing catheter initially placed in the femoral vein was removed at this stage to allow for early patient mobilization. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, a permanent pacemaker was implanted to resolve the event. On (B)(6) 2025, the patient was discharged.